Event description:
Procedure: thyroidectomy. According to the reporter: the surgeon said that the clips were cutting the vein and causing bleeding. She felt that the clips were not clipping as they should do but instead were tearing the vein.

Manufacturer narrative:
(B) (4). (B) (4).